Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a keypad anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the up arrow on the pump is extremely hard to press. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined trouble shooting for the pump.

Manufacturer narrative:
The pump was received with intermittent button response due to a flat button dome. The keypad connector was locked. The pump was received with a cracked reservoir tube lip.